Event description:
It was reported that the patient underwent a decompression and fusion tlif surgery using rhbmp-2/acs in a cage to treat a narrow lumbar canal. Post-operatively, the patient developed hypertrophic ossification which was visible on radiographic imaging, resulting in nerve root compression and pain. The patient required a revision surgery approximately 700 days post-op to remove the ossification. Since the revision surgery, the patient experienced a decrease in pain, but some pain is still existing.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510600, product code nek was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 7510600, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.